Manufacturer narrative:
Potential lot numbers: ur17c25028 and ur17c31018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set leaked during an infusion with an unspecified solution. The tubing separated from the hard plastic luer lock. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Lot ur17c25028 was manufactured on (B)(4); lot ur17c31018 was manufactured on (B)(4). A batch review was conducted for both potentially associated lots, and there were no deviations found related to this reported condition during the manufacture of either lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.